Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) no anomalies found.

Event description:
It was reported that during implant attempt, there was sensing difficulty and no output. A magnet was applied to the device but, the clinician was unable to elicit any sort of response. As the device was exposed to cold weather and had a subsequent electrical reset, a new device was used. No patient complications were reported as a result of this event.